Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damage and missing. The customer stated that the reservoir was unable to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.